Event description:
It was reported that there was a rapid change in battery charge, with an increase of 25% followed by a drop of 35%, resulting in an unexpected shutdown of the device. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The issue occurred previously and was acknowledged by the caller, who was educated on resetting key settings and manually restarting cgm sessions when the device turns off or is reset. The customer was advised to monitor the system and call back if the issue persists.